Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned pod8 confirmed a pusher assembly kink near its proximal end. If the device is forcefully advanced against resistance, damage such as a kink may occur. The lantern used in the procedure was not returned for evaluation, and therefore, the root cause of resistance could not be determined. During the functional test, the pod8 was unable to be advanced completely through a demonstration lantern due to the kink in the pusher assembly. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using pod8s and a lantern delivery microcatheter (lantern). During the procedure, the physician experienced resistance while advancing the pod8 through the lantern and subsequently, the pusher assembly of the pod8 became bent. Therefore, the pod8 was removed. The procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.